Event description:
Caller states, patient tested 5.4 inr on the coaguchek xs system while a comparison lab returned as 8.2 inr. Patient's coumadin dose was adjusted based on lab value. No adverse event reported. Requested return of suspect device and replacement was sent.